Event description:
The user facility reported to have identified a recent cluster of clostridium difficile among nine pts that had undergone endoscopy procedures. Eight of the pts underwent colonoscopies, and one pt underwent a gastroscopy, between dates (B) (6) 2009 and (B) (6) 2009. One of the colonoscopy pts was reported to have been hospitalized for an unspecified amount of time. The nine affected pts have been notified and are reportedly doing fine. No further detailed info was provided by the user facility.

Manufacturer narrative:
Olympus followed up with the user facility via phone and in writing to obtain additional detailed info regarding the event, however, only limited detailed info has been received to date. An olympus endoscopy support specialist (ess) visited the user facility following the reported event to review and provide in-service training on reprocessing procedures as needed. No significant reprocessing deficiencies were noted during the ess visit. The gastroscope referenced in this report was not returned to olympus for eval. The cause of the reported event cannot be conclusively determined at this time. Olympus continues to investigate this report. If any significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution. Cross-reference manufacturer report numbers 8010047-2010-00007 and 8010047-2010-00008 for the other associated endoscopes.